Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08735 inches. Unit received with intermittent buttons. Unable to determine the root cause of intermittent buttons due to pump preservation. Unit received with partially broken off piece of the reservoir tube lip, however the p-cap / reservoir locked properly.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death is unknown. Medtronic was unable to reach the customer's next of kin. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The insulin pump was returned for analysis. The pump was received with intermittent button responses.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.